Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The root cause is a faulty dso sensor. This was replaced and the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was stated that the cassette was not attached error. There was no delay in therapy, no patient involvement and no harm/adverse event reported.